Manufacturer narrative:
The reported event was confirmed as use-related. Received 1 used foley catheter with the original unit labeling for evaluation. No visual defects were noted on the returned catheter. Per the functional evaluation, the balloon was inflated with 10ml of water and administered to flow rate testing. While inflated, the flow rate was 0ml/min, 0ml/min and 0ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample did not meet the internal flow rate specification. The sample was dissected and it was observed to have heavy salt accumulation in the drainage lumen and near the drainage eye, causing blockage which made it difficult for water to flow through. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Do not resterilize. For urological use only. Use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿ (B)(4).

Event description:
It was reported that the catheter was plugged. Subsequently, the catheter allegedly did not drain urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was plugged. Subsequently, the catheter allegedly did not drain urine.